Manufacturer narrative:
Product evaluation: an unidentified cartridge was used with a handpiece and viscoelastic. The product investigation could not identify a root cause for the reported poor vision. Information was provide that the (2.25cyl) 18.5 diopter lens was replaced with a non-toric, 17.5 diopter lens. No information has been provided regarding the replacement lens. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) procedure, the patient experienced poor vision. The lens was exchanged for a different lens one month after initial implantation. Residual refractive error is the clinical reason given for exchange.